Event description:
It was reported that the patient was presented for in clinic follow up. It was observed that the right ventricle (rv) lead exhibited over-sensed noise that resulted in pacing inhibition. The lead was capped and replaced on (B)(6) 2022. The patient was stable.